Event description:
This report is being filed after the subsequent review of the following journal article, chen, h.w., et al., (2014). "An extended anterolateral approach for posterolateral tibial plateau fractures." European society of sports traumatology, knee surgery, arthroscopy (esska) 2014. Ten patients with posterolateral tibial plateau fractures were treated with an lcp (proximal tibial plate, synthes, lcp 3.5, switzerland) through an extended anterolateral approach from 2010 to 2011. The patients consisted of six males and four females, at a mean age of 37.4 +/- 7.9 years (range 26-55 years). This is report 1 of 1 for (B)(4). This report is for an unknown locking compression plate and refers to a patient who presented with a 2-mm joint surface depression postoperatively and persistent postoperative pain.

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for unknown locking compression plate, unknown quantity, unknown lot. (B)(4) 2-mm joint surface depression. The investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.